Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs. The patient was noted to have an elevated wbc, esr, and crp for several weeks following surgery, but showed no clinical signs of a wound infection, and the lab values returned to normal. At one year follow-up, the patient showed marked osteoporosis of the adjacent vertebral bodies, and is still using a walker. Without demonstrable signs of symptoms of infection, the authors suspect an inflammatory process, perhaps mediated by rhbmp-2.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therfore, we are unable to determine the definitive cause of the reported event.